Event description:
Healthcare professional additionally reported "valve cover missing" and "plug strap separated."

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, broken sharp of plug strap, wear abrasion and total delamination of valve. Leak test and microscopic analysis was performed which identified: total delamination of valve and broken sharp of plug strap. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure. Broken sharp of plug strap assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation, plug strap separated, and valve cover missing. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.